Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to have one of the grip tips broken at the grip base. The broken surface was flat and no sign of damage was found on grip cables.

Event description:
It was reported that during a da vinci si ventral hernia repair procedure and while suturing mesh to repair a ventral hernia, the tip of the 5mm needle driver instrument broke and fell into the patient. The surgeon proceeded with the procedure using a replacement 5mm needle driver instrument. The piece was not retrieved from the patient; however, no patient harm, adverse outcome or injury was reported.